Event description:
Caller reported damage to the pump housing and usb port, which affected the ability to charge the pump, but the pump had not shut down. There was no adverse impact to the customer¿s blood glucose level. Customer was advised by technical support to use the current pump until receiving a replacement with updated software, and they were also instructed on how to put the old pump into storage mode before returning it to tandem using the provided return box and pre-paid label.